Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed. A paring test was performed and passed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.